Manufacturer narrative:
.

Event description:
The field service engineer reported that during his service of this unit he found pressure regulation high occurrence in the log. The customer reported there was no patient involvement.